Manufacturer narrative:
The service rep verified no image on system monitor. Since a previous vendor serviced system. The rep removed all pcb's from the workstation and reinstalled, checking proper connections and pcb placement. He also upgraded the software from wj98 version 2.22 to jv 2.1 version 4.0.69 since the original software was invalid. He tested the system and restored proper imaging with in MFR's specifications. System operates as MFR intended.

Event description:
The customer reported system did not display an image. Phillips medical. The contract service provider, was unable to repair system. No pt injury was reported.